Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under the contrast button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/22/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: during investigation, the keypad button cover was found to be intact; no peeling or damage was observed. The keypad symbols were worn. During testing, all of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the contrast key contact.